Event description:
It was reported that the cable tensioner would not release the cable. It appeared that the ball tip on the cable was jammed in the device even though the device had been opened. The case was completed using a different tensioning device and the patient was in no way compromised. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The evaluation of the returned device revealed that the cable tensioner would not release the cable and that the cable is jammed up. We can only assume that the tensioner was not opened all the way before wire insertion, causing the wire to jam. A review of the device history records has been requested. Please note that it is important to turn the nut completely open before use. Due to on going problems with this device in the field, we decided to develop a new version of the cable tensioner, which is now available.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).